Event description:
Customer reported a malfunction identified by the code "malf 13", but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support took action by arranging for a replacement pump to be sent to the customer, advising them on the necessary steps to transfer their settings and connect their cgm to the new pump. The customer was instructed on how to return the faulty pump, including putting it into storage mode, and was informed about using a backup insulin pump to ensure continued insulin delivery.